Event description:
It was reported that a user new to the ilet bionic pancreas experienced a post-prandial hyperglycemia episode, with glucose rising from 155 mg/dl to 199 mg/dl after a meal and subsequently declining to 157 mg/dl; the user sought education on device range, disconnection and charging, and meal announcements while using a 6 mm cannula and continuous delivery. Customer care provided support with technical support troubleshooting and education. Investigation of this case revealed no device malfunction and resolution with glucose trending down after the meal. No clinical symptoms or effects reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was consistent with transient post-prandial hyperglycemia with cause unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.